Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiib endoleak of the suprarenal extension, and explant of the afx device was confirmed. Additionally, clinical assessment determined that there was evidence to reasonable suggest type iiib endoleak of the afx2 bifurcated stent graft at the bifurcation occurred that was not included in the event as reported. The event is most likely device related; however, the contributing factors for the compromised stent graft integrity could not be identified due to the lack of the medical images surrounding the implant and/or post implant. The procedure related harms for this complaint could not be determined. The final patient status was reported to be stable. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: h6: result code ¿ remove 3221. H6: conclusion code ¿ remove 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately 3 years post initial procedure, a proximal type 3b (tear in the graft) was identified during a routine follow up visit. The patient was reported as stable. An intervention is being discussed but has not been scheduled. The patient is currently being monitored. Subsequent to the initial report, additional information was provided reporting that an explant was performed and a non-endologix tube (darcon) was placed. The patient was stable post procedure. Additionally, clinical assessment determined that there was evidence to reasonable suggest type iiib endoleak of the afx2 bifurcated stent graft at the bifurcation occurred that was not included in the event as reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately 3 years post initial procedure, a proximal type 3b (tear in the graft) was identified during a routine follow up visit. The patient was reported as stable. An intervention is being discussed but has not been scheduled. The patient is currently being monitored.